Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was reported short battery life. No harm requiring medical intervention was reported. Troubleshooting was performed. It is unknown if the customer had continued to use the device. The product will be returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. Customer returned insulin pump for alleged charge/battery lasts less than expected found on (B)(6) 2022. Insulin pump passed the self test, displacement test, and active current test. Insulin pump fails sleep current test. Successfully utilized thus to download history/trace files. The following power loss alarms/alerts were noted on event date: low battery alert [104] on september 13, 2022 at 18:05:00.000, replace battery alert [73] on september 14, 2022 at 03:36:00.000, and replace battery now alarm [11] on 09/14/2022 at 04:07:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. Charge/battery lasts less than expected due to esd latch-up on an ic. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was cut open to perform visual inspection and found moisture damage on motor assembly. The following were noted during visual inspection: missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Charge/battery lasts less than expected and high sleep current due to esd latch-up on an ic, isolated to electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.